Event description:
The customer reported to olympus that the bulb of the halogen light source was replaced and stopped functioning. It was noted that a quiet bang occurred when the device was switched on, and the reported phenomenon occurred during preparation for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing, and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the event occurred due to a halogen lamp failure. The root cause of this event was unable to be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.